Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured while being inflated on the lesion. There was no reported patient injury. The deployer was mynx certified. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The mynx vcd was prepped according to the IFU instructions. The vessel type was the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A retrograde approach was used following an interventional peripheral procedure. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was prior percutaneous transluminal angioplasty (pta) in the common femoral artery. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. Hemostasis was achieved by manual compression for twenty minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The procedural sheath was not returned. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The returned device showed a tear in the balloon, approximately 4.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. Without the return of the procedural sheath a complete investigation could not be performed. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1922603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured while being inflated on the lesion. Therefore, hemostasis was achieved by manual compression for twenty minutes (20mins). There was no reported patient injury. A retrograde approach was used following an interventional peripheral procedure. The deployer¿s mynx training status was certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The mynx vcd was prepped according to IFU instructions. There was prior percutaneous transluminal angioplasty (pta) in the common femoral artery. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.